Event description:
The patient stated in 2007, she began to feel ill and started vomitting. She stated that her blood glucose measured 530 mg/dl. Her normal blood glucose range is 80-140 mg/dl. She stated, she then found that her infusion tubing had separated from her luer connection and was hanging by the innter tubing. She stated, she changed her infusioni tubing and bolused 6.5 units of insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.